Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner tubing kinked/buckled. Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled. Upon inspection, it was noted that the distal conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was ditorted/deformed within 5cm of the anchoring position. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead after moving to a new position once would not extend it's helix initial. Took 36 turns to extend it. The device/lead was not implanted. No patient complications have been reported as a result of this event.